Event description:
It was reported that during a follow-up several instances of erratic oversensing episodes with a noise triggered by a high ventricular rate were found. The patient is not pacemaker dependent. No further information is available.

Manufacturer narrative:
(B)(4).